Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 a patient¿s (pt) parent reported to our (B)(6) affiliate that the pt experienced redness and irritation in the left eye while wearing an acuvue oasys brand contact lens that tore after 5 days of wear. It was reported that the pt experienced redness and irritation since the pt began wearing the oasys lenses in (B)(6) 2017. He/she reports that the pt ¿does not want to wear glasses¿ and continues to wear lenses while experiencing redness and irritation. Pt has been using cold compresses os and over the counter eye drops (otc) for moisturizing. Pt has a 30 day wear schedule and does not sleep in lenses. Pt¿s mother reported the pt has an appointment with an eye care provider (ecp) on (B)(6) 2017. On 07apr2017, the pt¿s parent called to report additional medical information: the pt inserted a new lens on 10mar2017 and the os was swollen on removal of the lens. On 11mar2017 the pt was diagnosed with a corneal ulcer os @ 11 o¿clock; ecp recommended the pt see a corneal specialist; pt was prescribed vigadex drops every 4 hours for 3 weeks and a lubricating eye drop. The pt returned for a follow-up visit with the ecp on 07apr2017 and was advised the pt¿s eye is ¿95% okay¿. On 13apr2017 a return call was placed to the pts parent and additional information was received: the pt was refit in a daily lens and can only wear lenses for sports events for up to 3 hours. On 15apr2017 an e-mail was received from the pts treating ecp with the following information: on 11mar2017 the¿ biomicroscopic finding were compatible with paracentral keratitis.¿ the pt was prescribed vigadexa and artificial tears and event resolved as noted on follow-up exam on 07apr2017. No additional medical information was received and no additional medical information is expected. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002scj was produced under normal conditions. Two opened blisters were received which contained 2 suspect lenses. The parameters of the two lenses were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. One suspect lens had an edge tear. One suspect lens had an edge chip. This product was returned opened and the external influences are unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.